Manufacturer narrative:
Investigation has determined the alleged malfunction corresponds with a packaging issue instead of foreign matter. Grey stains and debris were observed on the external tyvek portion of the pouch. The source of the stains and debris could not be determined. The sterility of the device was not compromised. There is no evidence to suggest that this failure mode would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the packaging of an unknown number of s-curve urethral dilator sets was stained with an unknown substance. It was suspected by the user facility that the contamination may have occurred while in storage at the user facility. The devices were not used in any procedure, and no patient was impacted.